Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing unexplainable elevated blood glucose of up to 526 mg/dl since (B)(6) 2010. The pt would change the infusion set and bolus through the infusion device to lower her blood glucose. On (B)(6) 2010, the pt's blood glucose measured 86 mg/dl in the evening and she ate 1 be. On (B)(6) 2010, her blood glucose measured 309 mg/dl in the morning and she injected insulin via syringe. Her normal blood glucose range is 100-120 mg/dl. The pt questions the accuracy of insulin delivery. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.